Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the last bolus and basal were delivered a day after the complaint date. No alarms related to the complaint were noted in the alarm history. The total daily deliveries added up correctly and reflected what the user had programed. The battery and cartridge caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the pump educator contacted animas, alleging that the patient experienced severe hyperglycemia due to an inaccurate delivery issue started about on (B)(6) 2014. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 586 mg/dl with abdominal pain, vomiting, blurred vision atypical thirst and excess urination along with trace level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy with recent adjustment to the basal and bolus settings by the health care professional. Customer technical support agent reviewed the event with the reporter. It was reported that the time/date on the pump was correctly set and they were able to complete an air bolus with the pump. Review of the potential causes for inaccurate delivery found that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issues did not identify any issue. The troubleshooting session was unable to identify a cause for the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged inaccurate delivery issue of unknown causes.